Manufacturer narrative:
The clearlink nitroglycerin sets were being used with arisure dry spikes. It was reported this occurred with taxol twice and once with etoposide. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of three (3) clearlink nitroglycerin sets ¿came apart from the bag causing small chemotherapy spills¿; further described as, the nitroglycerin sets disconnected from non-baxter dry spikes for all three events. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.